Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 got twisted. The plastic arm to the c arm. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on (B)(6) 2019. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the distal end of the cannula. The scope wash tubing was observed to be slightly bent in the center of the tube with the tip of the tube cut away from the body of the c-ring at the base. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. No other failures were observed.based on the returned condition of the device and the evaluation results, the reported failure mode "break; c-ring cut¿ was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 got twisted. The plastic arm to the c arm. The hospital did not report any patient effects.